Event description:
It was reported that on (B)(6) 2005 the patient underwent procedure of revision decompression laminectomy l4-5; laminectomy l2-3; decompression right l5; bilateral posterolateral fusion l3-l4-l5-s1; posterior lumbar fusion l3-4; pedicle screw and rod l3-l4-l5-s1; autogenous bone graft; structural bone graft placement l3-l4, rhbmp-2/acs sponge tucked anterior to the posterior annulus between graft and annulus. 8/09/06 a CT scan of the lumbar spine indicated "lumbar stenosis; metallic fragment in l3-l4 disc space which protrudes in spinal canal; lytic lucency at l3.¿ ¿significant deterioration of his lower extremity strength; progressive weakness to both lower extremities.¿ (B)(6) 2006 it was reported patient underwent a stress test which indicated ¿abnormal study with a significant myocardial perfusion defect involving the entire inferior wall with partial reperfusion which may represent scar, there is also mild dilatation of the left ventricle, EKG gated left ventricular wall motion analysis shows no significant wall motion abnormalities, and computed left ventricular ejection fraction is 49%.¿ (B)(6) 2006 it was reported via CT scan ¿ recurrent stenosis at l2-3.¿ (B)(6) 2006 it was reported via intraoperative fluoroscopy that ¿ status post lumbar fusion and laminectomy revision. Harrington fusion rods are located from l2-s1 levels, the right l3 pedicle screw is absent, intact positioning of the paired harrington fusion rods extending from l2-s1.¿ per op report ¿l2-3 revision decompression laminectomy with bilateral medial facetectomy, bilateral posterolateral fusion l2-3; removal fixation l3-s1, reinsertion of fixation l2-s1, autogenous bone graft harvest from right iliac crest, l3 radial lucency vertebral body.¿ (B)(6) 2006 h<(>&<)>p reports ¿ s/p revision of lumbar fusion from (B)(6) 2006 with deep wound infection.¿ (B)(6) 2006 per op report ¿¿incision and drainage, debridement of infected surgical lumbar wound with placement of osteoset antibiotic eluding pellets combined with vancomycin.¿ (B)(6) 2006 per op report it was reported ¿triple lumen catheter placement for mrsa infection requiring IV antibiotics.¿ (B)(6) 2007 it was reported that patient underwent x-ray of the lumbosacral spine 3 views which indicates ¿the patient status post fus ion, laminectomy, and multilevel instrumentation. There are bilateral pedicle screws at l2 and l3 through s1. Left sided pedicle screw is seen at l2 and hardware appears intact. There is a bone plug at l3-4 level, and some extension of bone plug or adjacent osteophytes into the adjacent spinal canal along with a marked narrowing of the l5-s1 disc with similar less severe changes at l4-5.¿ (B)(6) 2007 it was reported via lumbar x-ray ¿ ¿severe discs space narrowing changes noted at l4-l5 and l5-s1; posterior elements facet hypertrophic changes.¿ (B)(6) 2007 ¿ patient presents for follow evaluation status post lumbar fusion. It was reported ¿slow recovery s/p lumbar fusion complicated by infection.¿ (B)(6) 2007 - patient presents for follow evaluation status post lumbar fusion. It was reported that ¿severe pain w/minimal activity / taking methadone and ultram.¿ (B)(6) 2007 it was reported via CT lumbar ¿ ¿neural foraminal narrowing, most pronounced at l2-l3.¿ (B)(6) 2007 it was reported that patient presented with c/o ¿lbp radiating to right leg s/p repeat fusion surgery in 2006 complicated by infection requiring incision and drainage.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.